Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 26mmx2.5mm target lesion was located in the non tortuous left anterior descending artery (lad). A 2.50x28mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/ separation.